Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 09/11/2024, around 1:00pm, the cgm reading was high while the patient was at work. The patient was feeling uneasy on his feet, dizzy, and was very thirsty. The patient did not take a fingerstick at that moment but asked his daughter to pick him up and bring him to the emergency room. When the patient arrived at the hospital the cgm reading was high, and the blood glucose reading was 700 mg/dl. The patient was treated with insulin shots and unspecified intravenous fluids. The patient stayed in the emergency room for 5 hours and the blood glucose reading was 180 mg/dl when he left. The patient was not able to remember more event details. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.